Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Customer did not provide a bg value, however, customer reported bg was ¿extremely low¿. Reportedly, an unintended bolus was delivered. Customer did not recall delivering the bolus. Tandem technical support reviewed pump data and verified the customer requested and delivered the bolus. Customer required assistance addressing low bg level with glucose tablets and juice. In addition, emergency services were called and customer was treated with intravenous glucose. Recommendation was made to discuss diabetes management with customer¿s health care professional.